Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.